Manufacturer narrative:
Device evaluated by manufacturer: the apex monorail (mr) balloon catheter was received for analysis with no original packaging or other devices. There was dried blood and contrast in the distal shaft and balloon. The device was soaked in a bath of circulating 37°c water for 8 hours to attempt to dislodge dried contrast and blood and allow inflation of the device. Inflation of the device to nominal pressure located a pinhole in the balloon wall 4.5mm from the distal tip. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was also damage to the distal tip. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and a moderately calcified right coronary artery. The 2.75 x 12mm apex monorail balloon catheter ruptured during the first inflation at 6 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and a moderately calcified right coronary artery. The 2.75 x 12mm apex monorail balloon catheter ruptured during the first inflation at 6 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.